Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was noted on an unknown date that the rasp tip is turning. It is unknown where this occurred. No additional information is available. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. (B)(6). The investigation of the returned rasp has shown that the tip is indeed broken off at the welding seam. The instrument was analysed for conformance to print specifications at the time of production and the device history records were researched as well. The cause is unknown. A CAPA has been initiated. No other complaints for this instrument have been received so far. This report has been registered in the market vigilance system and the corresponding statistical data will be kept under trending.